Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/perforated right essure device/distal end of right essure device perforated through right fallopian tube") and device breakage ("essure device was removed with careful traction, coming out in a few fragments,") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of neurotoxicity (serotonin neurotoxicity), depression (unspecified depression type), parity 1, multi gravida, endometriosis and pelvic pain. Previously administered products included: tylenol and ibuprofen for pelvic pain and ibuprofen. The patient had a family history of brca1 gene mutation (sister is positive braca gene). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2321 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2022. As per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2016: (B)(6) 2020 visit indicated left sided deep tenderness since 2019. Showed routine placement and occluded tubes on hsg (B)(6) 2016. Us report from (B)(6) 2021 show proximal ends of both devices extending across uterotubal junctions. [Pathology test] on (B)(6) 2021: right, right fallopian tube with essure device there is 19.0 cm long focally coiled wispy and curvilinear metal device extending from the proximal lumen of the fallopian tube. The lumen is otherwise patent and measures up to 0.1 cm in diameter. No lesions are identified. Fallopian tube, left. Left fallopian tube with essure device there is 20.0 cm long focally coiled, wispy and curvilinear metal device extending from the proximal lumen of the fallopian tube. The lumen is otherwise patent and measures up to 0.1 cm in diameter. No lesions are identified. Clinical information: encounter for removal of essure, pelvic pain the patient is a 34 yr old g3p1003 who presents with pelvic pain and bilateral essure devices in situ. She would like to have these removed as potential sources of her pain. [Ultrasound pelvis] on (B)(6) 2021: findings: uterus anteverted measuring 10.7 4.9 7.1. There in 1.6 om fibroid in the posterior uterine fundus. Both essure coils appear to be in good anatomic position within the fallopian tubes with the proximal ends extending across the intratubal junctions with the proximal ends separated by approximately 3.8 cm impression: both essure coil appear to be in good anatomic position extending across the intratubal junctions with the proximal ends separated by approximately 3.8 cm. 1.6 cm fibroid in the posterior uterine fundus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation and device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : event- medical device removal updated to fallopian tube perforation" new event "device breakage" added reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / perforated right essure device/distal end of right essure device perforated through right fallopian tube") and device breakage ("essure device was removed with careful traction, coming out in a few fragments") in a 34 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of neurotoxicity (serotonin neurotoxicity), depression (unspecified depression type), parity 1, multi gravida, endometriosis and pelvic pain. Previously administered products included: tylenol and ibuprofen for pelvic pain and ibuprofen. The patient had a family history of brca1 gene mutation (sister is positive braca gene). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2321 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). At an unknown time, she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. Essure was removed on (B)(6) 2021. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus: (B)(6) 2022; as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2016: (B)(6) 2020 visit indicated left sided deep tenderness since 2019. Showed routine placement and occluded tubes on hsg (B)(6) 2016. Us report from (B)(6) 2021 show proximal ends of both devices extending across uterotubal junctions. [Pathology test] on (B)(6) 2021: right, right fallopian tube with essure device there is 19.0 cm long focally coiled wispy and curvilinear metal device extending from the proximal lumen of the fallopian tube. The lumen is otherwise patent and measures up to 0.1 cm in diameter. No lesions are identified. Fallopian tube, left. Left fallopian tube with essure device there is 20.0 cm long focally coiled, wispy and curvilinear metal device extending from the proximal lumen of the fallopian tube. The lumen is otherwise patent and measures up to 0.1 cm in diameter. No lesions are identified. Clinical information: encounter for removal of essure, pelvic pain the patient is a 34 yr old g3p1003 who presents with pelvic pain and bilateral essure devices in situ. She would like to have these removed as potential sources of her pain. [Ultrasound pelvis] on (B)(6) 2021: findings: uterus anteverted measuring 10.7 4.9 7.1. There in 1.6 om fibroid in the posterior uterine fundus. Both essure coils appear to be in good anatomic position within the fallopian tubes with the proximal ends extending across the intratubal junctions with the proximal ends separated by approximately 3.8 cm. Impression: both essure coil appear to be in good anatomic position extending across the intratubal junctions with the proximal ends separated by approximately 3.8 cm. 1.6 cm fibroid in the posterior uterine fundus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.